Event description:
Additional information was received confirming the patient and device information. It was also clarified that high impedance was never actually seen. The impedance values observed were on the higher end of what is considered normal with values of 4815 ohms out of pocket and 4921 ohms once placed. However, these are both within normal limits (<5300 ohms) and not considered to be a malfunction of the device. Additionally, generator diagnostics were completed and verified that there was no issue with the generator. During the surgery it was also confirmed that the lead pin was verified to be fully inserted and the lead was placed correctly. There was no observed damage on the lead either upon inspection from the surgeon. The patient was later seen on (B)(6) 2026 after their implant and diagnostics were still within normal limits. No known malfunction has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high lead impedance was observed for a patient during surgery. No other relevant information has been received to date.